Event description:
It was reported that the pump was recently replaced and pump was not turned on. It was also stated that the personal therapy manager (ptm) did not power on and was not coupled to the new pump. It was discussed to replace the batteries in the ptm and have the healthcare provider (hcp) couple the ptm to the new pump. The patient was seen by the hcp day prior to the report and was directed to the manufacturer representative to couple the ptm. At this time, the patient experienced ¿really bad pain¿ in his feet; ¿feet are on fire.¿ the patient reportedly relied on oral medication (oxycodone and vanex) to prevent going through withdrawal. The patient requested to speak with the manufacturer representative. The pump was implanted on the previous friday and the patient ¿went off the rails¿ on sunday or monday. The patient was in ¿full crisis mode¿ and was being overdosed on fentanyl. The patient ended up in the hospital that monday due to symptoms. It was at this time that the patient was informed that the pump had not yet been turned on. It was at this time that the patient claimed to have ¿almost died¿ because something was wrong with the pump and the patient almost overdosed with oxycodone. Due to the conflicting statements, it was unclear if the overdose was related to the pump medication (fentanyl) or the oral medication (oxycodone). The patient attempted to contact a different hcp, but stated they were not returning his phone calls. The patient current managing physician was 2.5 hours away. The pump was used to deliver fentanyl (stated the pump was supposed to have contained baclofen, bupivacaine, and clonidine). No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the patient was a very colorful character and was known to make untrue allegations. The healthcare professional (hcp) gave the patient option to use oral medications or their personal therapy manager (ptm), and the patient chose to the oral medications. Therefore the ptm was never activated. The patient presented with opioid withdrawal because they no longer had their oral medications following the replacement. The patient claimed the hospital took their oral medications at the time of the pump replacement and never gave them back; however there is no documentation to support this. The patient lost about one month's worth of oral medications. The hcp reported there was nothing wrong with the pump or infusion therapy.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the surgeon that put the pump in didn't do a very good job. The pump was on the verge of flipping. The patient was embarrassed to not wear a shirt. It was noted that the patient doesn't touch the pump. On the underside of the pump, the patient felt a notch that was almost poking through his skin. The patient was not able to walk very much. The patient was taking oral medication and his pain was at a 1000 on a scale of 1-10. The patient also had a terrible ringing in his ears, double vision, and was very unstable. It was noted that the patient had fallen many times. The patient also had bruising near the pump after a refill. The patient was given oxycontin and was in "la-la-land" in the hospital.

Event description:
Additional information received reported the patient was in opioid withdrawal due to (d/t) losing his oral medications. There was no issue with the pump. The patient¿s pump was increased 10% and 5 days of oral opioids given.

Manufacturer narrative:
Concomitant products: product ID 8709, serial # (B)(4), implanted: (B)(6) 2002, product type catheter; product ID 8835, serial # (B)(4), product type programmer, patient; product ID 8578, serial # (B)(4), implanted: (B)(6) 2015, product type accessory; product ID 8835, serial # (B)(4), product type programmer, patient. (B)(4).